Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the user that the wire shows increased brittleness; during the manual adjustment, it breaks.

Manufacturer narrative:
Because the complained device was not returned for investigation it was not possible to confirm the reported event. Furthermore no inspection (visual, functional or dimensional) could be performed to determine the root cause of the reported failure. The product was not available; therefore the exact root cause could not be clearly determined. According to the related design risk analysis, these are possible root causes: wrong/ missing information; damaged during shipping/ sterilization/ cleaning (wrong usage/ parameter); damaged during assembling/ disassembling; too much/ wrong forces (e.g. Shipping, unpackaging, handling); insufficient functionality check; color deviation or adhesive substances on surface; inappropriate cleaning agent used; various. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive action is deemed necessary at this time. The complaint is added to the complaint trend. Device not available for return.

Event description:
It was reported by the user that the wire shows increased brittleness; during the manual adjustment it breaks.